Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels resulting in a coma and a hospitalization. The pump history was reviewed by the reporter (customer's brother) and it was confirmed by the reported that basal iq software had suspended insulin deliveries at the time of the low bg; pump performed this action as intended. The pump history showed that the customer had performed the load fill tubing sequence multiple times; it was thought by the medical team that the fill tubing process could have been performed while the customer was connected at the site resulting in insulin being delivered to the customer due to user error. At the time of this report, the customer's status was progressing but would likely have cognitive issues.